Event description:
It was reported that on (B)(6) 2009 the patient underwent the following procedures: right-sided transforaminal lumbar interbody fusions l4-5 and l5-s1, left-sided transpedicular exposures for neural decompression l4-5 and l5-s1, placement of interbody device at l4-5, l5-s1, posterior segmental instrumentation with bilateral percutaneous pedicle screws at l4, l5 and s1, posterior spinal fusion l4-5, l5-s1, harvest of local bone autograft to treat the following pre-op diagnosis: l4-5, l5-s1 internal disc derangement, l4-5, l5-s1 posterior annular tears, l4-5, l5-s1 facet arthropathy, l4-5, l5-s1 stenosis, lumbar radiculopathy, intractable back and lower extremity pain. Per op-notes: "...sizing of interbody device was performed and the appropriately sized interbody device was selected, local autologous bone was packed anteriorly in the disc space along with a pledget of bmp. The 10 x 26 mm interbody device itself was then inserted which had been filled with bmp along with some more local bone autograft. The device was recessed several millimeters past the posterior aspect of the l5 and s1 vertebral bodies. The bmp was used in the interbody space. The patient was awakened in the operating room and transported to the recovery room in stable condition.."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009; the patient underwent a posterior-approach l4-5, l5-s1 fusion using rhbmp-2/acs. Reportedly, the patient developed chronic pain, radiculitis, ectopic bone growth and nerve compression and as a result has had to undergo additional medical treatment. The patient continues to experience pain and suffering, emotional distress and mental anguish. No additional information has been provided.